Event description:
The patient's vendor reported that the patient experienced unexplainable elevated blood glucose of up to 480 mg/dl and the physician believes the infusion device delivers too little insulin. In 2009 , the patient's blood glucose measured 480 mg/dl at 11:00pm and he bolused 6 units of insulin through the infusion device. The following day, the patient's blood glucose measured 449 mg/dl at 5:00am and he changed the infusion set and bolused 6 units of insulin through the infusion device. At 8:00am, his blood glucose measured 404 mg/dl and he changed the infusion set again. He ate and bolused 13 units of insulin. At 10:00am, his blood glucose measured 480 mg/dl and he changed the insulin cartridge and infusion set. At 10:30am, he was driven by his wife to his physician and he injected 10 units of insulin via pen. At 12:30pm, he switched to his backup infusion device, and at 1:40pm, his blood glucose measured 178 mg/dl. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.